Event description:
In using an affected test strip related to an on-going field action for abbott's precision family test strips, the customer reported either longer blood fill time or readings issues. There was no report of death or serious injury.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right and left femoral arteries after an interventional procedure. Reportedly, a cuff miss had occurred with one of the devices. Two additional proglides were used with the same results. The devices were removed and hemostasis was achieved on both sides with a proglide device. There was no adverse pt sequela. No additional info was provided.

Manufacturer narrative:
(B)(4). The two perclose proglide (part 12673-03, lot 890046h) devices indicated are being filed under separate medwatch MFR numbers. The device was received. Investigation is not complete.

Manufacturer narrative:
(B)(4).

Event description:
It is reported that the patient was revised for pain and instability.

Manufacturer narrative:
(B)(4). Five unused sterile devices with the same part and lot number as the complaint device were returned for evaluation. All five were functionally tested and the devices passed with acceptable results. No manufacturing or abnormal observations were noted.

Event description:
The customer reported the system failed to produce fluoroscopy xray. No report of pt injury.

Manufacturer narrative:
(B)(4). Evaluation of the returned components found that only the plunger with the link, cuffs, and approximately 2 cm of the rail suture were returned. The plunger was returned with both cuffs captured and attached to the needle tips. The rail end of the suture had been cut away distal of the link with approximately 2 cm of the rail suture returned with the needle tip. The condition of the returned plunger with the link and cuffs is consistent with the completion of step # 3, the removal of the plunger to retrieve the sutures. As the plunger was returned with both cuffs captured and attached to the needle tip, the reported cuff miss cannot be confirmed. A root cause could not be determined for the reported experience. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.